Event description:
Material #:309653 batch#:4080219 it was reported by customer that the 50ml syringes as both sites have reported receiving syringes without correct labeling dosage numbers and lines on the syringes. It is the same lot # for each location. Verbatim: rcc received a complaint via email. Email(s) attached swwi and fairmont have received a bad lot of 50ml syringes as both sites have reported receiving syringes without correct labeling dosage numbers and lines on the syringes. It is the same lot # for each location. 50 ml syringe luer-lok item # 309653 lot# 4080219 we wanted to bring this to your attention and ask for a replacement and/or refunds to each location and prevent anymore bad product to be sent out. I believe both sites currently are holding onto the ¿bad product¿ if you want it returned. Thank you, xxxxxxxxxx

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there are syringes without correct labeling dosage numbers and lines. To aid in the investigation, twenty-one samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed. Nineteen samples have no syringe barrel scale marking, the other two samples have an incomplete syringe barrel scale marking, the two photos provided show the syringes with a missing syringe barrel scale marking. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 309653, lot 4080219. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. Did the event directly, or indirectly involve a patient or user? Indirectly involved patient/user as unable to use product. Please confirm the number of occurrences. Event occurred twice in (B)(6) before complete inventory reviewed for additional stock with noted issues. First time event occurred product was thrown as thought to be a one-off event. Syringes either had no markings on them, or syringes were missing some of the markings. Material #:309653. Batch#:4080219. It was reported by customer that the 50ml syringes as both sites have reported receiving syringes without correct labeling dosage numbers and lines on the syringes. It is the same lot # for each location. Verbatim: rcc received a complaint via email. (B)(6) have received a bad lot of 50ml syringes as both sites have reported receiving syringes without correct labeling dosage numbers and lines on the syringes. It is the same lot # for each location. 50 ml syringe luer-lok item # 309653. Lot# 4080219. We wanted to bring this to your attention and ask for a replacement and/or refunds to each location and prevent anymore bad product to be sent out. I believe both sites currently are holding onto the ¿bad product¿ if you want it returned. Thank you, xxxxxxxxxx.